Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The device was tested and verified as performing to specification. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed.

Event description:
The technical service representative reported on behalf of the customer that on (B)(6) 2018, a c2602 cusa excel 36khz straight handpiece failed the self-test. Additional information received indicated that there was no patient contact, injury, or surgery delay.